Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial gastrectomy, the device was not used on the patient, in the first firing of the product. The device¿s parts fragment was found in the product package and they stopped using the product. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.